Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the right atrial (ra) and to a lesser extent the right ventricular (rv) lead. Oversensing of short v-v intervals was also noted on the rv lead. Diagnostic testing/troubleshooting was performed and both pacing leads were reprogrammed and remains in use. No patient complications have been reported as a result of this event.